Event description:
IT WAS REPORTED THAT PATIENT EXPERIENCED AN INFECTION AT AN UNKNOWN LOCATION. NO FURTHER INFORMATION IS AVAILABLE AT THIS TIME.

Manufacturer narrative:
DATE OF EVENT IS ESTIMATED. FURTHER INFORMATION WAS REQUESTED BUT NOT YET RECEIVED.

Event description:
Additional information indicates that the patient experienced sepsis due to an infection at the lead site. On the way to the hospital the patient died.

Manufacturer narrative:
Correction: D10- The Concomitant Medical Products will now be reported on. Correction: B3 - The Date of event should be Aug 29, 2025 instead of May 20, 2026.Patient weight is estimated.